Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces, cracked case at display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the act button on the insulin pump was unresponsive. Customer's blood glucose was 4.9 mmol/l. The device discontinued use of the device and reverted to back up plan. Customer agreed to return the device for analysis.